Event description:
By using the dermal tone stimulator, rptr's face has changed shape, and it is losing fatty tissue. Rptr is suffering nerve pain, lips are thinning out, blood vessels stick out, they take nerve pain and anti-depressants, they have facial spasms, losing fatty tssues around right eye, especially affected the right side of face. Tissues were relocated and rptr is aging faster than they should be, etc. Rptr looks like a different person.